Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.5, 2.0, 2.4, lab: 1.9. Date: (B)(6) 2012, inratio: 2.6. On (B)(6) 2011 customer tested using inratio meter with results of 1.5 and 2.0 (minutes apart, different fingers). Patient self tester retested due to low result then went to the emergency room 2.5 hours later due to different results. Results at the emergency room = 1.9. Patient self tester tested again on the meter when she got home; inratio = 2.4 (45 minutes). On (B)(6) 2011: inratio = 2.6. Therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.